Manufacturer narrative:
The field service engineer determined the ise system was generating multiple alarms. Within the ise module he replaced the mixing tower, all tubing, multiple valves, two printed circuit boards, and the cable set. He performed direct and indirect calibrations with passing results. He completed a successful ise performance check. Calibration and quality control were tested twice with acceptable results. He performed precision testing with passing results. He verified customer passed calibration and quality control. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service representative checked the analyzer and found no cause. He ran precision testing, calibration, and qc which were all acceptable. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient from the cobas integra (400+) analyzer. The initial result was 100 mmol/l and was reported outside of the laboratory. The sample was repeated with results of 136 mmol/l with a data flag and 138 mmol/l which was believed to be correct. The patient was redrawn in the ER and the result was "normal". No specific data was provided. The sodium electrode lot number and expiration date were requested but were not provided.